Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-06597. The patient had 2 scs implanted. However, one of the systems was removed. It is unknown which was removed; therefore, both are being reported. It was reported the patient has not used his scs system in approximately 2 years due to unrelated health issues. However, the patient recently desired to use the system again, but was unable to establish communication between the ipg and external devices. The ipg is inoperable. Subsequently, surgical intervention may be undertaken to address the issue.